Manufacturer narrative:
Heartsine has requested return of the device in order to perform an investigation, the results of which will be submitted in a supplemental MDR when complete.

Event description:
Child-prompt given by a device with an adult pad-pak inserted. It is unlikely that defibrillation energy will sufficient to deliver a shock of the same value required of an adult pad-pak.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The investigation determined a failure of the reed switch which controls whether the device recognises an adult or child patient pad-pak insertion. If an child patient is detected but an adult is connected, the higher the impedance the lower the shock energy. There is potential to cause an adverse event but it is dependent on both the impedance of the patient and the switch failing.

Event description:
Child-prompt given by a device with an adult pad-pak inserted. It is unlikely that defibrillation energy will sufficient to deliver a shock of the same value required of an adult pad-pak.